Event description:
Subsequent to 9 the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). G3 date received by mfg-additional information. H6: type of investigation- correction. H2 type of follow up- correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.